Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the lead, a bend in the connector pin was observed. The lead was not used.

Manufacturer narrative:
Final analysis confirmed that the reported connector pin was bent. The cause of the bent could not be determined. Traveler records indicate that the device was within normal product specifications prior to shipment.